Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to advance the knot. The unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to a knot advancement issue, include, but not limited to, rail suture tensioned without distal advancement, with the knot pusher or non-rail suture is tensioned/advanced or incorrect tensioning angle. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted with two proglide devices using the pre-close technique via an 8f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. The sutures of both proglide devices were successfully pre-placed. The sheath was upsized to a 22f, and the tavr procedure was completed. Reportedly, during knot advancement of one of the proglide sutures, the knot locked and could not be advanced. A new proglide device was used, and hemostasis was achieved. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.